Event description:
Reporters state that they have contacted the manufacturer with regards to a certain subset of patients who when using the dialyzer have problems/hypotension, an allergic-like reaction that progresses towards significant symptomatology of shortness of breath and oxygen desaturation. They have (on occasion) had to stop the dialyzer due to the magnitude of problems associated with reactive patients. Fresenius has told them that they are not using the product correctly, but that isn't true. They've followed their instructions to the letter, even flushing twice! They've discovered others that have had similar problems. Fresenius says that their problem is unique and is not acknowledging the issues. Two other states have had similar encounters with dialyzer problems. Fresnius is not being straight forward with their customers. They are not acknowledging the issue, nor are they doing any investigative screening. Reporters feel that FDA needs to look into what the problem might be for they know for a fact they're not the only ones experiencing this issue.